Manufacturer narrative:
Evaluation: still under investigation

Event description:
A male patient underwent aaa initial aaa repair in 2004. One main body and two iliac leg grafts were placed. Then in 2008, the patient underwent additional procedure due to a type I endoleak. Since this second procedure was performed in another state, it is unclear if the main body graft migrated or was placed low. Placement of a renu graft repaired the endoleak.